Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visually confirmed that the pituitary handle screw is missing. Optical inspection of the screw hole and associated surface did not reveal any witness marks, or other indication regarding the mechanism of failure. The age of the device suggests the failure did not occur as a result of an acute manufacturing error. However, we are unable to determine root cause of failure with the available information.

Event description:
It was reported that the screw was missing from the instrument. It is unsure of when it went missing either before or dureing the procedure but x-rays were taken to verify that nothing was left in the patient and they were clear. Although the instrument was used in surgery, no patient complications were reported.